Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during implant the helix worked in the first positioning of the lead, on the second attempt to position, the helix required more turns. On the third attempt, the lead dislodged from turning it so many times. On the fourth attempt, the helix would not extend at all. The lead was not used, and a new lead implanted. There were no patient complications reported as a result of this event.